Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
(B)(6) clinical study it was reported that the subject was admitted into the hospital on (B)(6) 2021 and a ablation procedure was completed on (B)(6) 2021 with a intellanav stablepoint open-irrigated catheter. Two days following the index procedure on (B)(6) 2021, the subject experienced an increase in c-reactive protein (crp) with resulted in a in-patient hospitalization or prolongation of existing hospitalization. An x-ray was performed on (B)(6) 2021 and the patient was discharged the same day.

Event description:
Newton af clinical study. It was reported that the subject was admitted into the hospital on (B)(6) 2021 and a ablation procedure was completed on (B)(6) 2021 with a intellanav stablepoint open-irrigated catheter. Two days following the index procedure on (B)(6) 2021, the subject experienced an increase in c-reactive protein (crp) with resulted in a in-patient hospitalization or prolongation of existing hospitalization. An x-ray was performed on (B)(6) 2021 and the patient was discharged the same day.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. H6: updated from cause not established to known inherent risk of device.